Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and an elevated white blood cell (wbc) count. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with unknown oral antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as the onset, antibiotic treatment was discontinued. Dianeal therapies were ongoing. The patient was recovered from the peritonitis. No additional information is available.